Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported blood leaked from the filter. The event occurred during use. There was no reported patient harm/adverse event.

Manufacturer narrative:
One sample was received for evaluation. Functional testing was able to confirm the reported problem. The probable cause is due to inconsistent solvent application at the infusate tubing bond. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.